Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is reported under a separate medwatch report number.

Event description:
This event is filed for difficulty removing the clip delivery system, causing clip detachment, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient underwent a procedure to treat tricuspid regurgitation. During the procedure, three mitraclips were implanted, connecting the anterior and septal leaflets. During use of the 4th clip delivery system (cds), the clip was unable to grasp the leaflet and was removed; however, during removal, the clip got caught on the soft tip of the steerable guide catheter (sgc). The physician was not aware that the clip was caught and force was applied during removal. The clip detached from the cds, but was still attached to the gripper lines. The detached clip, gripper lines, cds and sgc were removed as a single unit. Upon removal, it was noted that the soft tip of the sgc was torn. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported detachment of device component (clip detached from delivery catheter (dc) shaft) was confirmed via returned device analysis and identified to be due to a fractured coupler. Due to the condition of the returned device, the reported difficulty removing the device could not be replicated in a testing environment. However, several observations, such as a torn soft tip and soft tip material located in the clip arm, provided evidence that the clip became caught on the soft tip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cine was received and reviewed by an abbott vascular senior medical advisor. The reviewer noted that the positioning of the device was shown to be difficult given its need to be oriented in the right atrium towards the valve. Difficulty grasping was confirmed and the clip was removed from the anatomy. The interaction between the steerable guide catheter (sgc) soft tip and clip delivery system (cds) was seen. No device issue was noted in any of the images provided. The mitraclip instructions for use states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device. The investigation determined that the reported clip becoming caught on the sgc soft tip was likely a result of user technique utilized during cds removal. The physician was unaware that the clip was caught and force was used to remove the cds. The force applied during removal caused the coupler to fracture and the clip to detach from the dc shaft, as reported. Therefore, the reported detachment of device component was a result of user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, return device analysis noted that the steerable guide catheter was returned with the soft tip torn and separated.